Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the device was not available for evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support and no additional complaints have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 day post-implant, it was reported that a CT scan revealed that the patient suffered an embolism in the right hemisphere. The patient developed left-sided hemiparesis. The patient did not receive any surgical treatment but was treated with heparin. The cause of the event was reported to be the complexities of medical management.

Manufacturer narrative:
The approximate age of the device is 1 day. The event occurred at university of (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.